Event description:
It was reported that during the procedure, as the specialist was preparing to insert the locking screw using the 1.5-inch screwdriver, its tip broke. This problem was resolved by removing the screwdriver along with its fragments, and the doctor was given another 1.5-inch screwdriver with the same characteristics and reference, also included with the kit. This successfully completed the surgery. This resulted in no discomfort for the specialist, no harm to the patient, and no disruptions to the surgical timeline.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation revealed that scrdriver shaft 1.5 t4 short self-holdin had broken. The tip breakage is consistent with the user applying excessive leverage/torque on the scrdriver shaft 1.5 t4 short self-holdin in a side-to-side or circular pattern. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.5 t4 short self-holdin would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier- universal punch / monument manufacturing date: 21-jan-2023 part number: 03.114.002, stardrive screwdriver shaft t4/ 42mm/self-retaining lot number: 416p696 device history review: a manufacturing record evaluation was performed for the finished device with batch number 416p696. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.